Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the reported issue. The fse stated that the shock absorbing rubber of the motor was broken. So, in order to fix the issue, the fse replaced the schk mnt 3lb shear and mount shock limit. After replacing the parts, the unit returned to normal. The equipment did the specified test items according to the requirements of the factory. All tests passed. The unit was then able to operate normally and was able to be delivered for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) unit had an abnormal noise during equipment operation. The hospital reported that there was abnormal noise during the operation of the equipment, but the equipment can operate normally and has been replaced with other spare equipment. There was no patient involvement.